Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation / use error: observed, assessed as surgical damage and opening on diaphragm valve assessed as cracked valve seat diaphragm valve. As per the investigation procedure, crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "deflation". Later healthcare professional reported "right implant tore open during explantation". This is for the right side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This is for the right side. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.